Manufacturer narrative:
The hillrom technician found the electronic card needed to be replaced. According to hillrom¿s periodic inspection for liko overhead lifts (3en191001, rev. 2), the emergency stop function should be checked at least once every year. In the document it is stated under section 5: check that the emergency stop (a) cord is secured properly and have no damage (if applicable). Activate the emergency stop button (b). Verify that it holds and locks in the activated position. With the emergency stop activated, check that the motor does not operate when the hand control buttons are pressed. Deactivate the emergency button. Verify that the button releases from the activated position into the deactivated position. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performed any other preventative maintenance on this lift. A warranty order was placed for new electronic card and the part will be replaced upon arrival to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating with the emergency stop activated on the lift when they pushed the down button on the hand control, the lift strap comes down little by little. During this the charger light does not turn off from the lift. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).